Event description:
A medtronic representative reported that during a lumbar procedure using the iso-c, the system was working initially and the site registered the pt. They were navigating when the camera stopped tracking. The camera details indicated "localizer not connected", showed a red x and the camera still had two green lights. In trouble-shooting with a medtronic technical services representative, they were asked to turn off the system and check the camera cable, then all internal cables to the scu. They did not turn off the system but checked the internal cables; exited the software and came back in. The camera gave the characteristic beeps and they were able to proceed to navigate and track again with no further issues. The procedure was completed successfully with the use of the stealthstation s7 system. There was no impact on pt outcome.

Manufacturer narrative:
No parts are expected to be returned to MFR for evaluation as the issue was resolved by the user.